Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked j2/lcd keypad connector noted. However, device passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected low battery noted during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.